Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report 3005099803-2009-04821 for the other associated device info. It was reported to boston scientific corp that two radial jaw 4 single use biopsy forceps large capacity were used during a flexible sigmoidoscopy procedure performed in 2009 (male pt). According to the complainant, during the procedure, the forceps opened, closed and then buckled. Due to resistance upon removal, the device and scope were removed in tandem. A second radial jaw 4 single use biopsy forceps large capacity device was inserted, and the same event occurred. The device and scope were removed in tandem a second time. It was reported that biopsy samples were collected with both devices prior to the buckling of the devices. The procedure was completed with a third radial jaw 4 single-use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.